Manufacturer narrative:
Based on info provided by the health care providers it cannot be determined when the foreign body alleged to possibly be v.a.c. White foam dressing was inadvertently left in the wound by the pt's healthcare providers. The foreign body was not returned to kci for identification therefore kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to potential user misuse. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam and create difficulty in removing foam from the wound or may potentially lead to infection or other complications.

Event description:
The following was reported to kci by the nurse: on (B)(6) 2011, the nurse placed a piece of v.a.c. White foam in the pt's ulnar wound. On an unk date, the pt was admitted to the hospital. The surgeon removed alleged v.a.c. White foam from the wound. The foam was fully granulated over and not visible until the surgeon surgically opened the wound. The alleged v.a.c. White foam was removed. Intraoperatively the surgeon re-applied v.a.c. Therapy.